Manufacturer narrative:
The lot number of the delivery system is unknown. The investigation is ongoing.

Event description:
As reported by a field clinical specialist (fcs), it was a case of a 26 mm sapien 3 ultra resilia valve in the aortic position via transfemoral approach. During valve alignment of the first valve, the system was advanced significantly beyond the distal balloon marker. During withdrawal, the team attempted to pull the valve into the sheath but was unsuccessful. The fluoroscopy revealed the valve appeared to be stuck on the end of the sheath and unable to be pulled back in. It was decided to the performed a cutdown to retrieve valve and sheath. The valve and sheath were removed as a unit and vessel remained in tact. Pursestring sutures were sewn, new esheath, valve and commander delivery system were inserted and the valve was deployed with no issues. The cutdown was closed and post procedure fluoroscopy revealed no vascular issues.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information. The following sections of this report have been updated: corrected h.6 investigation conclusions and investigation findings. Added new information to h.6 type of investigation. The device was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. Imagery was not provided for review. A review of the risk management documentation was performed, and no evidence of product non-conformances or labeling/IFU inadequacies were identified in the evaluation. The complaints were unable to be confirmed as no device and/or applicable imagery were provided for evaluation. In this case, there was no allegation that a device malfunction contributed to the reported events. A review of IFU/training materials revealed no deficiencies. Per event description, ''during valve alignment of the first valve, the system was advanced significantly beyond the distal balloon marker. During withdrawal, the team attempted to pull the valve into the sheath but was unsuccessful. The fluoroscopy revealed the valve appeared to be stucked on the end of the sheath and unable to be pulled back in.'' Per the training manual, ''do not position the thv past the distal valve alignment marker. This will prevent proper thv deployment.'' Based on the event description and the training manual, it is likely that during fine adjustment, the fine adjust wheel was overly dialed causing the valve to be positioned too distal on the inflation balloon. Also, per the training manual, ''do not force the thv into the sheath. If resistance is felt, the thv may be caught on the sheath tip. Stop, advance thv past the sheath tip and ensure thv is centered on the flex tip. Rotate the delivery system before trying again.'' It is possible that non-coaxial withdrawal may have contributed to the difficulty in retracting the valve into the sheath. Additionally, as the valve was already aligned on the inflation balloon, the larger profile of the valve compared to when it was off balloon could have made it more susceptible to device interaction during retrieval resulting to the reported withdrawal difficulty as such, available information suggests that use error (over alignment) and procedural factors (non-coaxial withdrawal, enlarged device profile) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.